Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The sample was not received. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is :(B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient experienced an intolerance to glare. The iol was exchanged for a different model. Additional information has been requested.